Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the monitor was displaying an audio failure and speaker malfunction message. No patient harm was reported.